Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise. During the lead revision procedure on (B)(6) 2015, the lead was noted to be fractured. The lead was explanted and replaced. There were no issues during the procedure.